Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that experienced high blood glucose of 490mg/dl and had partial display. Customer states that their screen on the pump was not working anymore and only the bottom of the screen was working. Customer performed troubleshoot but the display did not return to normal. Customer advised to replace the pump and to revert to backup per hcp instructions. Insulin pump will be return for analysis.

Manufacturer narrative:
Insulin pump was received with missing segments/partial display due to cracked and bleeding lcd glass. Unable to perform any tests due to lcd physical damage. Insulin pump was received with cracked reservoir tube lip, cracked case near display window corners, stained end cap sticker and minor scratches on display window noted.